Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The affected device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and ivus provided were reviewed. The angiographic material shows the entire treatment of the left coronary artery during which multiple devices are introduced and inflated. Unfortunately, it is not possible to conclusively assess which of the devices used is the affected device. Stent boost and ivus confirm the presence of implanted stents in the lad and 1st diagonal but show no dislodged stent. The angiographic material does not contain further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts, and centering on the balloon, to verify that the stent is positioned between the proximal and distal balloon markers, and not to use if any defects are noted.

Event description:
A orsiro drug-eluting stent system was chosen for treatment in december 2023 (exact procedure/event date is unknown). The device was introduced to the target lesion and was inflated, but no stent could be seen on ivus. A check of the operating table and the stent-packaging was done and no stent was found. Device was discarded in the hospital.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes (B)(6) 2024 updated event description an orsiro drug-eluting stent system was chosen for treatment of a mildly calcified lesion (80 percent stenosis degree) in a mildly tortuous part of the mid lad. After predilation of the lesion, the affected device was introduced to the target lesion. After subsequent positioning and inflation no stent could be seen despite performing a vascular check with stent-boost and ivus. A check of the operating table and the stent-packaging was done, and no stent was found. Device was discarded at the hospital. The affected device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and ivus provided were reviewed. The angiographic material shows the entire treatment of the left coronary artery during which multiple devices are introduced and inflated. Unfortunately, it is not possible to conclusively assess which of the devices used is the affected device. Stent boost and ivus confirm the presence of implanted stents in the lad and 1st diagonal but show no dislodged stent. The angiographic material does not contain further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts, and centering on the balloon, to verify that the stent is positioned between the proximal and distal balloon markers, and not to use if any defects are noted.